Event description:
It was reported that customer experienced past low blood glucose event with lowest level of 45 mg/dl, and cause of low blood glucose was unknown while using pump with control-iq feature turned on. Customer required assistance from nurse in hospital but did not lose consciousness and did not report any injury. Customer treated low blood glucose by consuming carbohydrates, nurse also provided carbohydrates and soft drink, nurse stopped pump, blood glucose increased to 130 mg/dl, and technical support advised customer to consult healthcare provider to discuss factors affecting blood glucose, which customer acknowledged and understood.